Event description:
It was reported, that the patient presented follow-up. With noise exhibited by the right ventricular lead. Noise episodes, resulted in pacing inhibition. However, was unclear if the patient was symptomatic. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual examination found an external abrasion that breached the outer insulation and exposed the outer coil proximal to suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.